Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pek902, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the tip of the needle broke off while the surgeon was doing the closure. It is unknown how the case was completed. There were any adverse consequences to the patient reported. No additional information was provided.